Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and fluctuating blood glucose levels. Customer's blood glucose level went as low as 20 mg/dl and as high as 551 mg/dl. Customer treated their low blood glucose with food, sugar and they were placed on insulin drip at the hospital. Customer believed their bolus history was inaccurate and they did not recall have a high blood glucose level of 551 mg/dl.